Event description:
Many autoimmune issues after implanting since 2004. Hashimotos, sarcoidosis, exercise induced asthma, depression, panic attacks, wheezing, low libido, irritability, estrogen dominance, muscle weakness, ibs, nutrient malabsorption, adrenal fatigue, +ebv, memory loss and brain fog, inability to fight off parasite, new allergy sensitivities. FDA safety report ID # (B)(4).